Event description:
The customer claims that the charger was placed on a pillow on the bed. It was charging a p440 with nobody in the room when the smoke alarm went off. The house manager went into the room, grabbed the pillow and blankets, smothered the fire and ran the bundle including the charger outside.